Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump during the rewind process. Customer's blood glucose was 119 mg/dl. The drive support cap is sticking out and customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform occlusion, prime and excessive no delivery tests due to a33 alarm. However, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump was missing the end cap sticker.